Manufacturer narrative:
.

Event description:
Reportedly, an unexpected error occurred upon loading the rf library by inductive monitor (in order to establish communication between monitor and inductive head through the dongle).

Event description:
Reportedly, an unexpected error occurred upon loading the rf library by inductive monitor (in order to establish communication between monitor and inductive head through the dongle).